Event description:
It was reported that this right atrial (ra) lead was capped due to a fracture and high pacing impedance measures. This ra lead did not capture and there was lead slack noted due to dislodgement. The lead was found severely twisted on the x-ray images and when the patient pocket was opened. Another ra lead was implanted successfully as a replacement during the therapy upgrade. This lead has not been returned for analysis. No additional adverse patient effects were reported.